Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: tridentii titanium cluster56f; cat # 702-04-56f; lot # 69899301c. Modular dual mobility insert; cat # 626-00-46f; lot # 69716602. Delta v-40 ceramic head 28/0; cat # 6570-0-128; lot # 72890902. Size 8 accolade ii 127 deg; cat # 6721-0837; lot # 65971201. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Index and revision surgeon. Procedure: the patient underwent left total hip arthroplasty (B)(6) 2019. Patient had infected left hip and underwent left hip revision with mdm liners and head exchanged in (B)(6) 2019.